Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes/ migration') and device dislocation ('migration of essure device: peritoneal cavity') in a 30-year-old female patient who had essure (batch no. A33561 , 717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psych injury related to essure") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), systemic lupus erythematosus ("lupus"), seizure ("seizures"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), cyst ("cysts"), migraine ("migraine/ headache"), vulvovaginal pain ("vaginal pain") and chest pain ("chest pain"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, systemic lupus erythematosus, pregnancy with contraceptive device, seizure, depression, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, cyst, anxiety, migraine, vulvovaginal pain and chest pain outcome was unknown and the pelvic pain, back pain, abdominal pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, blood disorder, cardiac disorder, chest pain, cyst, depression, dermatitis allergic, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for - chronic, pelvic/abdominal pain, back pain, device breakage, lupus, migration, perforation: fallopian tubes, uti. Date(s) of removal: (B)(6) 2019, the plaintiff experience three previous pregnancy episode with essure in 2014 , 2015 and 2018 and 2019 which is captured under cases: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: result unknown. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion. Bilateral essure fallopian tube micro-insert devices are in place. Lot number: 717645, manufacturing date: 2010-03, expiration date: 2013-03. Lot number: a33561, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes/ migration') and device dislocation ('migration of essure device: peritoneal cavity') in a 30-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psych injury related to essure") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorhagia (bleeding between periods)"), systemic lupus erythematosus ("lupus"), seizure ("seizures"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and cyst ("cysts"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, systemic lupus erythematosus, pregnancy with contraceptive device, seizure, depression, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, cyst and anxiety outcome was unknown and the pelvic pain, back pain, abdominal pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, blood disorder, cardiac disorder, cyst, depression, dermatitis allergic, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for - chronic, pelvic/abdominal pain, back pain, device breakage, lupus, migration, perforation: fallopian tubes, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion. Bilateral essure fallopian tube micro-insert devices are in place.. Lot number: a33561, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Event - migration of essure device: peritoneal cavity ,abnormal bleeding(general) , mental anguish were added. Previously reported event of psychological trauma updated with newly added depression. Seriousness criteria of events - menorrhagia, pregnancy with essure, seizure, lupus were updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes/ migration'), systemic lupus erythematosus ('lupus'), pregnancy with contraceptive device ('pregnancy: birth - no complication'), seizure ('seizures') and metrorrhagia ('menorrhagia (bleeding between periods)') in an adult female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), seizure (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and cyst ("cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery and essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, systemic lupus erythematosus, pregnancy with contraceptive device, seizure, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased and cyst outcome was unknown and the metrorrhagia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, cyst, dermatitis allergic, device breakage, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, seizure, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for - chronic, pelvic/abdominal pain, back pain, device breakage, lupus, migration, perforation: fallopian tubes, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion. Lot number: a33561. Manufacture date: 2012-07. Expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes/ migration') and device dislocation ('migration of essure device: peritoneal cavity') in a 30-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psych injury related to essure") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorhagia (bleeding between periods)"), systemic lupus erythematosus ("lupus"), seizure ("seizures"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), cyst ("cysts"), migraine ("migraine/ headache"), vulvovaginal pain ("vaginal pain") and chest pain ("chest pain"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, systemic lupus erythematosus, pregnancy with contraceptive device, seizure, depression, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, cyst, anxiety, migraine, vulvovaginal pain and chest pain outcome was unknown and the pelvic pain, back pain, abdominal pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, blood disorder, cardiac disorder, chest pain, cyst, depression, dermatitis allergic, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for - chronic, pelvic/abdominal pain, back pain, device breakage, lupus, migration, perforation: fallopian tubes, uti. Date(s) of removal: (B)(6) 2019, the plaintiff experience three previous pregnancy episode with essure in 2014 , 2015 and 2018 and 2019 which is captured under cases: (B)(4), (B)(4),(B)(4), (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: result unknown. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion.bilateral essure fallopian tube micro-insert devices are in place.. Lot number: a33561, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. Event: vaginal pain, chest pain , migraine headache were added. Medical history and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes/ migration'), systemic lupus erythematosus ('lupus'), pregnancy with contraceptive device ('pregnancy: birth - no complication'), metrorrhagia ('metrorhagia (bleeding between periods)') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), seizure (seriousness criterion medically significant), visual impairment ("vision problems") and cyst ("cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal suregry). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, systemic lupus erythematosus, pregnancy with contraceptive device, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache, nausea, seizure, visual impairment, weight increased, weight decreased and cyst outcome was unknown and the pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, cyst, dermatitis allergic, device breakage, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, seizure, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for - chronic, pelvic/abdominal pain, back pain, device breakage, lupus, migration, perforation: fallopian tubes, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes/ migration'), systemic lupus erythematosus ('lupus'), pregnancy with contraceptive device ('pregnancy: birth - no complication'), metrorrhagia ('metrorrhagia (bleeding between periods)') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), seizure (seriousness criterion medically significant), visual impairment ("vision problems") and cyst ("cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, systemic lupus erythematosus, pregnancy with contraceptive device, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache, nausea, seizure, visual impairment, weight increased, weight decreased and cyst outcome was unknown and the pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, cyst, dermatitis allergic, device breakage, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, seizure, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for - chronic, pelvic/abdominal pain, back pain, device breakage, lupus, migration, perforation: fallopian tubes, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case become incident, previously reported event injury was deleted, newly added events- chronic, pelvic/abdominal pain, back pain, metrorrhagia (bleeding between periods),anemia, blood/heart disorder, allergy: rash, breakage/ expulsion: breakage, lupus, psych injury related to essure, pregnancy with essure, device ineffective, perforation: fallopian tubes/ migration, uti, fatigue, dental problems, hormonal changes, headaches, nausea, seizures, vision problems, weight gain, weight loss, product indication and date of essure insertion were updated, date of essure removal was added, consumer address were updated and date of birth was added, lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.